Event description:
The pt had an infected abdominal pouch. The pump was explanted. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.